Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The dilator was dissected and no evidence of skiving was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving remains unknown.

Event description:
During a procedure, there was skiving noted. The introducer had been inserted into the patient using a stylet, and when introducing the needle plastic pieces were found. The introducer was replaced, and the issue resolved. The procedure was completed with no adverse patient consequences. The needle was not reshaped.